Manufacturer narrative:
This event was initially reported in regulatory report#: 1723170-2024-02925. This report is being submitted to capture the use of the imaging system in this event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged navigation inaccuracy during a spine surgery case using an imaging system. Inaccuracy was alleged to be greater than 2 mm. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome. 2025-jan-08 e1 (re[p): no new information. 2025-jan-13 e1 (re[p): no new information.